Event description:
The fse reported that the communications error caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.